Event description:
Pt is receiving tpn for 12 hours daily via ambulatory pump bodyguard. Two bags were sent to pt with tubing primed and all air removed. Pt received bags and stored them in the refrigerator as instructed. During infusion of first bag, filter occluded and pump alarmed with message that there was air in line. On-call nurse was able to troubleshoot and instruct pt -with many manipulations- how to remove air in tubing and infusion was completed. At time of infusion of second bag, pt removed bag from refrigerator and noticed that bag had a very noticeable quantity of air inside. Bag was not infused. This issue has occurred before -with different lot numbers- and air seems to be introduced into system by the 1.2 micron filter. Dates of use: (B)(6)2010-(B)(6)2010. Diagnosis or reason for use: intestinal malabsorption.